Event description:
The complainant has reported that a female patient was a participant in the clinical study. The patient had a wallflex enteral suodenal stent placed in 2005. A barium swallow was performed on december 2005 to rule out and obstruction. The barium swallow showed there was narrowing of the stent in the mid second portion of the duodenum. The remainder of the stent was unremarkable. The following day the patient presented with adbominal pain and inability to drink liquids. The patient was evaluated for small bowel obstruction. An egd revealed incomplete expansion and partial in-growth of the stent. A standard enteral wallstent was placed within the existing wallflex stent. The procedure was toleratedf well and performed without apparent complication.